Manufacturer narrative:
(B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30445171l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) male patient (60kg) underwent a cardiac ablation procedure for paroxysmal supraventricular tachycardia with a thermocool(r) smart touch(r) sf uni-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. No biosense webster, inc. Product malfunctions nor error messages were reported throughout the procedure. Transeptal puncture was performed; however, the needle product information was not known. Post-procedure, echocardiography confirmed pericardial fluid. Pericardiocentesis was performed to drain the fluid. The patient was moved to the general guard and there's no report of prolonged hospitalization. Patient's condition had improved. Physician's causality opinion was not provided. Caller stated that "during the live performance, I was told by the commenter to insert the coronary sinus (cs) catheter in the back and forced it in. I personally think that this was the cause," however, this information cannot be confirmed. The cs catheter used was from another company. With the information available and given the adverse event was discovered after ablation therapy had been already applied, the biosense webster, inc. Ablation catheter cannot be excluded; therefore, this adverse event is being assessed MDR reportable under the thermocool(r) smart touch(r) sf uni-directional navigation catheter.